Event description:
It was reported to philips that during the procedure, the system automatically shut down, which could indicate an issue with booting. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.